Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had been lost to follow ups since 2013, during today's follow up, the pulse generator exhibited loss of capture and backup vvi mode. The device was explanted and replaced successfully. The patient was stable.